Manufacturer narrative:
Device passed the displacement test and self test. Device monitored for several days and no blank display noted. Device received with normal operating current. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s display went blank immediately after being exposed to moisture. The customer stated the insulin pump was constantly resetting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.